Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient started his session early that morning at 4:30 am. Around 7:30 am, he went to the bathroom, not realizing that his blood glucose was low. He did not remember if his dexcom receiver alerted him and he experienced a seizure. His mother, who is a nurse by profession, was asleep upstairs. She was suddenly awakened by a scream or yell from the bathroom. When she got to the bathroom, she found him in the middle of a full convulsion that lasted about 30 to 40 minutes. He was trying to stand up during the seizure, but she stopped him because she knew he could hurt himself. Despite her efforts, he fell backward, hitting the base of the toilet with his back and smacking his head against the toilet itself, causing a bleeding injury. Before she reached him, he must have already hit the front of his head as well because he was bleeding from there too. She quickly applied a bandage to his head to stop the bleeding. After the seizure, she was able to get him to sit in a chair, and she gave him some sugar in the form of reese¿s peanut butter cups. He then fell asleep, too exhausted from the seizure to speak or respond to her. The dexcom sensor was still attached to his arm but was about to come off, likely bumped during the seizure and it was showing a sensor failure. The patient was diaphoretic, breaking out in sweat, felt terrible, hurt all over, and had a headache. There was no ambulance called. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.